Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/09/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic hysteropexy procedure on unknown date and the suture was used to close the peritoneum over mesh. Following the procedure, the patient experienced minor complications included urinary tract infection, perineal infection with concomitant posterior repair and voiding difficulty post-surgery. It was possible that the patient required repeat apical surgery. Additional information has been requested.

Manufacturer narrative:
Corrected information.- upon additional review it is determined that this medwatch report is not reportable.